Event description:
The manufacturer received information alleging no incident as such, but accumulation of various symptoms: migraines, irritation and dryness of the eyes, itching all over the body, which have lasted for 9 weeks. Episode of cough and irritated throat since (B)(6) . For the itching, my doctor prescribed me a treatment against scabies (ascabiol) that I followed scrupulously, the first one on (B)(6) , the second one on (B)(6) , but the itching did not stop to this day ( (B)(6) 2022). I made the connection of these symptoms with the philips device only very recently (information by the press), and I am conscious that this device is maybe not responsible for my condition but I prefer to report my case. Related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged migraines, irritation and dryness of the eyes, itching all over the body, which have lasted for 9 weeks. Episode of cough and irritated throat. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: pil observed the following from an external and internal inspection: unknown white contamination (dust-like) at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. -errors logged: 0 errors were logged. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.